Event description:
It was reported that during the laparoscopic gastric bypass with roux n y procedure, the bowel anastomosis was leaking blue dye. There were numerous unformed staples in the tissue. There was a mini laparotomy to inspect the repair. No patient consequence reported.